Manufacturer narrative:
Manufacturer ref# (B)(4). Investigation is still in progress. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 20jan2021: it was a thoracic aneurysm which needed a fen for the lsa and a good landing zone between the lsa and the lcca. Also needed 2 extensions to extend down to the level of the diaphragm. The first part with the fen graft was uneventful and the graft was landed without covering the lcca. The problem came with the last tevar stent which had uncovered stents at the bottom. The aortic tortuousity prompted me to get this to prevent proximal migration of the stent. The distal trigger wire did not release the distal stent barbs and all the manoeuvres were tried but the sheath got stuck as we were trying to release the distal stent. This finally required a coda balloon to be deployed from the arm and counter traction to dislodge the sheath from the distal stent. As you can see from the angios, we got thro the interstices and got thro and thro wire access and dislodged it finally. But the multiple sheath manipulations thro the lsa meant thrombus floating into the left vertebral artery causing a significant posterior stroke that needed clot retrieval and a craniotomy. The patient is slowly recovering and just out of ICU. The left carotid was not covered by the stent graft as the post op CT clearly demonstrated and the stroke was due to the clot in the basilar artery that was retrieved.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: a patient was treated with a fenestrated thoracic graft, an extension graft and zta-d-32-160 (complaint device) for a thoracic aneurysm. During retracting the black handle distally (deployment step 2), the customer noticed that the bare stent was not deployed from the bottom cap. Prior to consulting the IFU for troubleshooting the blue rotational handle was turned and the proximal trigger wires were removed. The bottom cap on the bare stent remained insitu and the sheath was advanced over the bottom cap, but the cap could still not be released. The blue rotation handle was removed and all of the trigger wires were removed manually and the delivery system was dismantled to try to remove the bottom cap. The graft was cannulated proximally and a coda 32 balloon was inserted into the distal grafts and attempts were made to remove the bottom cap. This caused the graft to elongate. At this point the customer suspected, the barbs of the on the distal stent may have lodged into the flexor sheath. After about 3 hours of cannulating the graft with multiple balloons, a coda was once again inflated distally and a new surgeon who had come to assist provided traction distally and the bare stent separated from the distal bare stent releasing the delivery system which was removed immediately. Final angiographic run showed coverage of the ca, however collateral filling was noted via sma branches. Additional information received from the customer states that "the multiple sheath manipulations thro the lsa meant thrombus floating into the left vertebral artery causing a significant posterior stroke that needed clot retrieval and a craniotomy. The patient is slowly recovering and just out of ICU" and that " the stroke was due to the clot in the basilar artery that was retrieved". Review of the device history record gave no indication of the device being produced outside of specifications. A preoperative CT study and angiography procedure were provided and reviewed by an imaging expert. The imaging review confirmed that the distal bare stent of the zta distal component was not able to be released after partial deployment of the graft. Per the review "a descending taa is treated using a proximal fenestrated thoracic graft with an lsa stent, an extension zta graft, and a zta distal component (32 x 160 mm)". Furthermore, the findings states that "the preop CT, dated 8/19/20, is reviewed. There is a tavr stent across the aortic valve. The aortic arch has patent branch vessels. A large taa begins about 22 mm distal to the lsa and involves the mid descending ta segment with a maximum diameter of 71 mm. There is a significant acute angulation past the lsa at the junction of the proximal neck and beginning of the taa. There is also severe tortuosity of the distal ta with a hairpin bend followed by a short straight segment and then another >90-degree secondary angulation above the level of the celiac trunk". Additionally, the angiography procedure dated 06jan2021 demonstrates that "the distal bare stent remains constrained on multiple subsequent images despite different maneuvers. A coda balloon is inflated at the distal graft with no success in releasing the distal stent. Another balloon is passed between the distal graft edge and the interstices of the distal stent and inflated with no success. Finally, the coda is inflated in the distal graft with distal traction applied to the graft until the distal stent appears to have detached from the graft and is retrieved. The distal markers remain at least partially attached but the distal graft has been pulled down and covers the celiac trunk. Angiogram shows the celiac trunk remains perfused from sma collateral flow". Per the imaging expert "the cause of the complaint cannot be determined from the imaging provided. Anatomically, the preop CT shows severe tortuosity of the distal ta that is outside the IFU for this device". In addition, the complaint product was returned and evaluated in the laboratory. The delivery system was returned, except for one back end clips, sliding rod 1 and 2, gray safety lock knob, and with only the bare stent (placed inside the sheath tip). The product evaluation identified marks on the sliding rod, cannula hub, gray positioner and clear fitting, likely caused by tools when trying to free the stent graft from the delivery system during the procedure. Additionally, the bottom cap was investigated under microscope, and a scratch/groove on the inner side of the bottom cap was identified. It is likely that this scratch/groove was caused by a barb that was caught in the bottom cap during retraction in step 2. Furthermore, several holes from barbs were observed at the first 10 mm from the tip of the sheath, however, no barbs were visible to the eye. During the evaluation, barbs from the bare stent were observed to have perforated the inner sheath. Based on the provided images, the product evaluation and information in the complaint file an exact cause for the event cannot be determined. However, it is likely that a barb was caught in the bottom cap, which prevented full release of the distal bare stent. According to the IFU "care should be taken to avoid landing the bare stent in regions of localized angulation > 45 degrees. If the bare stent is landed in localized angulations > 45 degrees, it may be difficult to release the bottom cap". To release the stent from the bottom cap, the physician consulted the IFU and advanced the sheath over the bottom cap. This might have caused the barbs on the bare stent to perforate the sheath. An internal action was initiated to address the difficulty with releasing the distal end of the stent graft. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer ref# (B)(4). Similar to device marketed under PMA/510(k): p140016. Investigation is still in progress.

Event description:
Description according to initial reporter: an incident involving a zta-d-32-160 where the distal bare stent did not deploy from the delivery system. The bare stent was forcibly pulled and separated from the most distal stent of the graft. Updated information: no 2 release was performed by retracting the black handle distally, the physician noted it did not move smoothly and bare stent was not deployed from distal bottom cap. Prior to consulting the IFU for troubleshooting the blue rotational handle was turned and the proximal trigger wires were removed. The bottom cap on the bare stent remained insitu, the sheath was advanced over the bottom cap however the cap could not be released. The blue handle was removed and all of the trigger wires were removed manually and the delivery system was dismantled to try to remove the bottom cap. The graft was cannulated proximally and a coda 32 balloon was inserted into the distal grafts and attempts were made to remove the bottom cap however this was just causing the graft to elongate. Discussed that the barbs on the distal stent may have lodged into the flexor sheath. After about 3 hours of cannulating the graft with multiple balloons, a coda was once again inflated distally and a new surgeon who had come to assist provided traction distally and the bare stent separated from the distal bare stent releasing the delivery system which was removed immediately. Final angiographic run showed coverage of the ca, however collateral filling was noted via sma branches. Prolonged trouble shooting to attempt to push off the bottom cap, resulting in the separation of the distal bare stent from the distal fabric edge. Patient outcome: no unintended part of the device remained inside the patient's body. Patient was diagnosed with a basilar stroke in recovery and had a clot retrieval procedure post-operatively.